Event description:
Inogen one g3 portable oxygen concentrator 10-200 serial #: (B)(4) unit fails to deliver oxygen intermittently. The unit is only two months old and I has had numerous o2 system delivery errors despite being fully charged or plugged in. Changing the battery and hoses does not solve the issue. If alternate sources of oxygen were not available this would be a life-threatening condition.